Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer had difficulty engaging the locking mechanism of the poly with the fb based on patient size and soft tissue. The poly was damaged after attempting to engage on the 3rd attempt. Soft tissue was removed and the new poly engaged without issue. The total patient delay was 2 min from retrieving a new poly and opening onto the sterile field.